Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of IFU, ¿patient care and management¿ (under "anticoagulation"), provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after randomization, the patient's research medication was held due to a drop in platelets. Heparin was also stopped. A heparin induced thrombocytopenia (hit) panel was collected and was positive. The patient was started on a bivalarudin infusion. The research medication was held for greater than 72 hours and the patient was withdrawn from the study.